Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a replacement procedure of a non-microport crm ICD with the subject ICD, high atrial lead impedance (above 3 000 ohms) was measured through the programmer. The lead impedance was previously normal with the prior ICD, and with a pacing system analyzer (psa). Several attempts were made to reconnect the lead to the ICD. The pin was cleaned and it was confirmed the connector was inserted all the way in the port. The lead was then reconnected to the previous ICD and normal measurements were again found. The subject ICD was replaced and then normal measurements atrial impedance were measured. Preliminary analysis of the returned device revealed that the atrial bal-seal was not present on the proximal insert block, most probably leading to the reported issue.

Event description:
During a replacement procedure of a non-microport crm ICD with the subject ICD, high atrial lead impedance (above 3 000 ohms) was measured through the programmer. The lead impedance was previously normal with the prior ICD, and with a pacing system analyzer (psa). Several attempts were made to reconnect the lead to the ICD. The pin was cleaned and it was confirmed the connector was inserted all the way in the port. The lead was then reconnected to the previous ICD and normal measurements were again found. The subject ICD was replaced and then normal measurements atrial impedance were measured.